Event description:
It was reported that the customer had high blood glucose levels of 383 mg/dl. The customer was hospitalized and treated with manual insulin injections. The customer indicated having symptoms consistent with high blood glucose levels including shortness of breath and fatigue. Troubleshooting was done. The customer reported wearing the insulin pump at the time of hospitalization. The customer does not feel comfortable with the insulin pump and would like to have it replaced. No additional information was provided.

Manufacturer narrative:
Findings: pump passed functional test including prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.